Event description:
Allegedly the patient has acute fracture of femur distal to the primary stem.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500a has been received from the user facility. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00278, 00279, 00280.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.

Event description:
Allegedly the patient has acute fracture of femur distal to the primary stem.